Event description:
The customer contact reported that during incoming inspection prior to release for clinical use, the pump did not alarm when a proximal occlusion was present. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to the returned for investigation. It has not yet been received.